Manufacturer narrative:
The insulin pump had operating currents within specification and passed the functional testing, including the rewind, basic occlusion test, and displacement test. No excessive no delivery alarms were noted. The insulin pump was received with a cracked case at the display window corner, cracked display window, cracked belt clip slot, cracked battery tube threads, minor scratches on the display window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)site, per variance 5.

Event description:
Customer reported via phone call, she was having issues with the insulin pump. Customer she was attempting to deliver a bolus and the device continues to alarm no delivery. She has changed everything and the alarm persists. Customer declined troubleshooting the insulin pump and just requested the device to be replaced. Customer states she has migraines and vertigo, she has been sick for 10 months. Customer states he runs high and dehydrates. Customer agreed to return the device for analysis.